Manufacturer narrative:
The manufacturer previously reported interference waves suddenly appeared in the image when using their hd7 ultrasound system. The patient felt an electric shock at the contact part, and immediately, the customer turned off the machine. After half an hour, the machine was restarted and returned to normal. Multiple attempts have been made to obtain additional information regarding the reported incident were unsuccessful. The manufacturer believes they will be unable to gather further information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
It was reported interference waves suddenly appeared in the image when using their hd7 ultrasound system. The patient felt an electric shock at the contact part, and immediately, the customer turned off the machine. After half an hour, the machine was restarted and returned to normal. Since the user reported feeling a shock, this will be considered a reportable event. Philips has started an investigation, and upon completion, a follow up report will be submitted.